Manufacturer narrative:
The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to the blank display. Unit was successfully downloaded using thus software. On adapt, no relevant alarms were noted. However, thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. With reference to the battery duration failure analysis instructions, battery cycle 5.0 received the low battery alert (104) on (B)(6) 2025 07:39:00 after more than 7 days at 20.65 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform a visual inspection. Swapped a test pcba 1 and the blank display persist. Swapped a test pcba 2 and the display was visible. Physical inspection of the pcba 2 reveals a crack on u6 which is causing the blank display. No evidence of physical or moisture damage was found on the motor, force sensor, or pcba 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: battery cap contact missing, broken battery cap, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, label damage and pillowing keypad overlay. Unable to confirmed battery power loss due to blank display and battery cap damaged are confirmed due to a cracked u6 chip on pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alarm, and the pump shut down and failed to turn on. The battery cover was damaged, and the pump had a crack near the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for display issues, and the customer reported a crack on the pump. Troubleshooting was performed for damage, and the customer reported damage near the belt clip rails. The customer also reported that the functionality was affected. Troubleshooting was performed for battery cap issues, and the customer reported that the metal contacts were damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.